Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/ perforation (fallopian tube(s)'), device expulsion ('breakage/ expulsion: expulsion, migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (stillbirth or miscarriage)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine, migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("brain fog"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions type: acne"), allergy to metals ("nickel allergy") and alopecia ("hair loss"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, genital haemorrhage, migraine, mood swings, feeling abnormal, the last episode of vaginal haemorrhage, urinary tract infection, depression, anxiety, acne, allergy to metals, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, feeling abnormal, genital haemorrhage, migraine, mood swings, pelvic pain, urinary tract infection, weight decreased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for psych injury. Migraine. As per follow up discrepancy note :- pregnancy: stillbirth/miscarriage. Essure removal no as per this follow up most recent follow-up information incorporated above includes: on 23-oct-2019: plaintiff fact sheet received : events added- abortion of ectopic pregnancy, mood swings, feeling abnormal, vaginal haemorrhage, urinary tract infection, acne, allergy to metals, weight decreased, alopecia. Event ¿perforation¿ updated to ¿fallopian tube perforation¿. Event ¿psychological trauma¿ replaced with events ¿depression, anxiety¿. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device expulsion ('breakage/ expulsion: expulsion, migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and migraine ("migraine") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device expulsion, ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, genital haemorrhage, psychological trauma and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, pelvic pain, perforation and psychological trauma to be related to essure. The reporter commented: patient received treatment for psych injury. Migraine. As per follow up discrepancy note :- pregnancy: stillbirth/miscarriage. Essure removal no as per this follow up most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. New event added device expulsion, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, genital bleeding, psych injury, migraines, and device monitoring procedure not performed. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.